Event description:
It was reported to boston scientific corporation that a jagtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, while trying to bow the sphincterotome, the cut wire broke from the tip of the device. The procedure was completed with another jagtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, while trying to bow the sphincterotome, the cut wire broke from the tip of the device. The procedure was completed with another jagtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was twisted, the working length/distal tip extrusion was bent, and the exposed cut wire was broken at the anchor (distal pierce hole) and had retracted inside the lumen of the extrusion through the proximal pierce hole. The broken sections of the cut wire remained attached to the device. The distal broken end of the cut wire was found to have a ball weld and discoloration. The cut wire was found to be securely attached/soldered to the anchor during manufacturing. The extrusion was found to be bent at 7 mm and 26 mm from the distal tip. Review and analysis of all available information indicated the most probable root cause for this event was operational context due to the procedural factors/generator settings. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.